Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8071890, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-12. Medical device lot #: 8068790, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-09. PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported that after use of the ultrasafe x100l png raspberry nvs stein the needle did not retract after the injection was given. The safety device did not activate. The following information was provided by the initial reporter: as per medical assistant: the needle did not retract after the injection was given." Safety device did not activate

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that after use of the ultrasafe x100l png raspberry nvs stein the needle did not retract after the injection was given. The safety device did not activate. The following information was provided by the initial reporter: as per medical assistant: the needle did not retract after the injection was given." Safety device did not activate.